Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation, no energy was delivered during detect and treat test. The cause for the failure was isolated to pins on j1000, j1002aa and j1003aa. Oxidation of pins caused intermittent misread of pulse values during the internal pulse test and detect and treat test. An internal corrective action has been initiated to investigate the oxidation build-up. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing, specifically detect and treat testing.